Event description:
On 4/8/96 this posterior chamber lens with a 5.0 mm optic was implanted in pt's right eye. It was removed in 2/1998 because the pt's eyes were more then 5 diopters apart. Another lens with a different diopter was implanted. Dr said that he will send the explanted lens back within the next two weeks, however, he said there were no malfunctions with this lens.